Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead's impedance started to increase in (B)(6) 2017. As the impedance increased, polarity switches were noted. During a procedure to explant the lead, an insulation abrasion was noted in the pocket region. The patient's superior vena cava was torn during the extraction process. Bypass surgery was performed to successfully patch the superior vena cava. A replacement lead was implanted. The patient was stable post procedure.